Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that ¿the device did not deliver shock while in use¿. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
When philips field service engineer (fse) evaluated the device on site the customer already replaced the pads adapter (therapy) cable, and the device was returned to full functionality. The fse tested and confirmed full functionality of the device. The device remains at the customer site and no further evaluation is warranted at this time. The device log was analyzed by the product support engineer and the following conclusion was made: the lead ECG function of the device experienced failure long time before incident time since the ECG cable was not attached to the device during the operation test. This may result into shock failure in sync mode. It depends on the usage of ECG accessories in this clinical situation. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the pads adapter (therapy) cable. The reported problem was confirmed.